Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. There was an acu watchdog and primary audible alarm post errors in the device history log. Start-up, flow and occlusion tests were performed to test the device. The issue was unable to be duplicated. The interconnect flex cable was hot glued to the main board. The technician replaced the speaker as a preventative measure. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a primary audible alarm background test and acu watchdog failure. There were no adverse events reported.